Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a revision procedure (reference MFR.# 1627487-2019-00385, 1627487-2019-00387, 1627487-2019-00471, 1627487-2019-00472) the patient suffered a minor dural tear. Reportedly, the patient received a lumbar drain post op. As a result, the patient was observed in the hospital for 24 hours.

Event description:
Additional information received identified post 24 hour observation the patient's symptoms have resolved